Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The physician chose to only monitor the patient so no device intervention was performed. Patient was asymptomatic.

Event description:
New information received indicated that the right atrial lead exhibited low impedance and additional episodes of noise. The lead was deactivated. On (B)(6) 2018, the lead was capped and replaced. Patient was stable and in good condition throughout.

Event description:
New information received indicated that the lead also exhibited an insulation anomaly.